Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) backpressure pressure was 0.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5, e1 (initial reporter), h6 (medical device ¿ problem code, investigation findings, component codes). A getinge field service engineer (fse) inspected the unit and replaced the drive manifold assembly (d104-00-0031). Following the repair, all factory-specified safety and performance tests were performed and successfully passed. The unit was then returned to the customer and released for clinical use. The failure analysis and testing dept received part number 0104000031 with a reported unit failure of a device malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was reported to have stopped pumping, with the counterpulsation pressure reading 0 and no error messages displayed by the system. There was patient involvement.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the drive manifold assembly. Following the repair, all factory specified safety and performance tests were performed and successfully passed. The unit was then returned to the customer and released for clinical use.